Event description:
Terumo medical corporation received the following reported information: the two parts of the angio-seal that are normally assembled were not compatible and did not fit. There was no patient involvement, the issue occurred before use on the patient/during preparation.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned sample included the carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition. The carrier tube and sheath was returned mated and the assembly was returned in the forward lock position. The anchor was deployed from the distal tip of the sheath tip. Deformation of the sheath tip was noted. The sheath and carrier tube were returned mated and in rear lock position. The anchor was noted to be deployed from the distal tip of the sheath and carrier tube assembly. . The distal tip of the sheath was inspected and was found to have been deformed. An investigation was requested from the manufacturing facility due to the deformation observed at the distal tip. The investigation was performed, and a corrective and preventative action was opened for further investigation. As a result, the complaint was confirmed for a sheath deformation. The exact root cause could not be determined. The observed deformation could be related to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.